Event description:
In preparation for a procedure, the user selected a cook hemospray endoscopic hemostat. It was reported that the co2 [carbon dioxide] cartridge exploded during activation. It is unknown how the procedure was completed. There was no harm to anyone. No unintended section of this device remained inside the patient¿s body. The patient was not hospitalized and did not undergo prolonged hospitalization due to this occurrence. The patient did not experience a delay or require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence

Manufacturer narrative:
Continued: section g: 510k: k200972 investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return, the black o-ring and foam were not returned. Both catheters were provided in the return with neither exhibiting signs of use (no kinks, discoloration, or powder noted within). The red activation knob and co2 cartridge were returned moving freely within the tray. The device was returned with the on/off switch in the "off" position. The white body of the handle has not broken open. Powder was not observed on the exterior of the returned components or within the device nozzle. The red activation knob was returned removed from the handle with a detached portion remaining seated around the regulator in the handle. No portion of the activation knob appears to be missing. The activation knob is marked as being formed with core pin #1. The lance is beveled and remains seated in the regulator. The co2 cartridge was observed to be fully punctured. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product prior to distribution. However, this product lot # is within the scope of field action recall 066-r or 067-r. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The activation knob has cracked around the threaded area where it was secured to the regulator during activation. A field action (reference field action 066-r and 067-r) has been initiated for activation knob nonconformance resulting in breakage; the reported lot, w4854704, is within the scope of this action. A supplier corrective action request (scar) was initiated to further investigate device failure due to activation knob breakage. This device is within the scope of the scar. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A supplier corrective action request (scar) was initiated to further investigate device failure due activation knob breakage. This product is included in the scope of this supplier corrective action request. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.